Manufacturer narrative:
(B)(4): no insulin delivery or functional defects were found. The pump passed a 29 hour flow test and was found to be delivering within the specifications. Only typical usage alarms and warnings were observed in the alarm history; there were no pump conditions or alarms representing a malfunction recorded in black box or alarm history. The daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates.

Event description:
On (B)(6) 2012, the patient's dad/reporter claimed, the patient was hospitalized for "high," over 600 mg/dl, blood glucose readings on tuesday morning. The monday prior to the hospitalization, the patient blood glucose was running in his normal range, 200-300 mg/dl. By 1 am the next day, the patient's blood glucose registered "high." Despite his bolus insulin dosage intake, the patient's elevated blood glucose did not abate throughout the night. The patient had symptoms described as "achy all over and some nausea." At noontime, the patient was hospitalized while his blood glucose reading was 545 mg/dl. His blood glucose subsided to 353 mg/dl within 2 hours of being treated with 8 units of insulin via syringe. The hospital took the patient off of insulin pump therapy when his blood glucose readings elevated again to 451 mg/dl. His blood glucose is currently within the normal 200-300 mg/dl range on the day of the call while on insulin treatment via syringe. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The subject pump reportedly had intermittent keypad response issue. The reporter did not want to go through any of the animas pump settings since the animas product was being replaced due to the keypad issue. Further investigation into other factors that could contribute to the alleged revealed the patient had islet cell transplant 3 years ago which cause his normal blood glucose range to elevate to 200-300 mg/dl. The reporter felt there is a problem with the animas pump since there is no problem with the infusion site. The insulin is within expiration date. There are no air bubbles or leaking issues. This complaint is being reported because the patient's blood glucose was elevated above 500 mg/dl and did not decrease with insulin pump therapy. He required hcp medical intervention with insulin via syringe at the hospital to abate his elevated blood glucose. The animas product was requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).